Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was aborted. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not start the application and software. Upon troubleshooting fse found that the system was not reachable and not able to establish connection. To resolve the issue, the fse reinstalled the operation system and application. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start the application software.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.